Event description:
Caller reported malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer was assisted with pump reset to continue using current pump, and a replacement pump was sent by cts. Instructions for returning the malfunctioning pump through ups were provided and understood by caller.